Event description:
It was reported that the sense/pace portion was capped and replaced due to inadequate sensing during a generator change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.